Manufacturer narrative:
On 10/08/2018, mentor received additional information that the explantation date for the suspect medical device is (B)(6) 2018. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis (left device) and an unspecified mentor saline breast prosthesis (right device) when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent explantation and her left breast prosthesis was replaced with a mentor smooth round moderate profile 575cc saline breast prosthesis on (B)(6) 2018. Implantation date and explantation date were not provided for the right breast prosthesis. This medwatch report is for the right breast prosthesis.